Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected failed battery test alarm noted. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a failed battery test every time he changed the battery. The customer's blood glucose level was 150 mg/dl. He received a failed battery test after troubleshooting. The customer was advised to revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.